Event description:
It was reported that following a laparoscopic sterilization the physician attempted a novasure endometrial ablation (date unknown). Upon deployment of the novasure array in the uterus the device was seen, via the laparoscope, "protruding through the uterus". The perforation was 2 cm in size and no treatment was needed. Prophylactic antibiotics were given and the patient was discharged home. Additionally, it was reported "the patient has been seen on follow-up and is doing fine".

Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. Serial number of the radio frequency controller not provided by the complainant. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the lot number was not provided by the complainant. IFU, according to the instructions for use (IFU). Warnings: use caution not to perforate the uterine wall when sounding, dilating, or inserting the disposable device. If the disposable device is difficult to insert into the cervical canal, use clinical judgment to determine whether or not further dilation is required. The novasure system performs a cavity integrity assessment (cia) test to evaluate the integrity of the uterine cavity, and sounds an alarm warning of a possible perforation prior to treatment. (B)(4).